Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that during a clinical case they had difficulties tracking. No further information provided at this time. There was no reported impact on patient outcome.

Manufacturer narrative:
The electromagnetic interface controller was returned to the manufacturer for analysis. The controller was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. It was reported that a medtronic representative evaluated the equipment, and the em interface was replaced. This resolved the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the event occurred during a functional endoscopic sinus surgery (fess). There was no reported delay to the procedure. The suspected cause of the event is a bad em controller, and the issue is reported to have been resolved.